Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within spec range. Unable to confirm audio/vibrate anomaly or missing segments/partial display due to constant critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had started to beep and showing flashing white screen. The customer¿s blood glucose level was unknown. Customer reported that display was solid white. Customer was not reported of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer was accidentally rolled over the insulin pump. Customer troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump would need to be replaced. The insulin pump will be returned for analysis.